Event description:
Patient had a first step mattress in use with a stryker bed model s3. Patient was found to have his head/neck wedged in-between top side rail and head board of bed. Siderail was in the full upright position at the time.